Manufacturer narrative:
Investigation ¿ evaluation. It was reported by mckay-dee hospital that a turbo-ject® single lumen minocycline/rifampin power-injectable PICC (rpn: upics-4.0-CT-nt-abrm-1111; lot: unknown) leaked. After device placement, the patient was at home when they discovered that the line was leaking. The patient then reported to the hospital where it was discovered that the extension tube was separated from the catheter. As a result, the device was removed and replaced with a new PICC. No other adverse effects were reported. Reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. Review of the device master record (dmr) has shown that sufficient controls are in place to detect this failure mode prior to release. The customer did not provide a lot number for this device. Therefore, cook medical inc. Performed an expanded sales search for the reported device, upicds-4.0-CT-otw-st-1111, shipped to this customer between 04apr2018 up to 04apr2021. A total of three lots were identified being sold to the reported facility. A review of the possible device history records (DHR's) confirmed that nonconformances were recorded. However, based on the nonconforming criteria, it was determined that none were relevant to the reported difficulty. To date, a further search of our database records from the expanded search found one additional complaint from the same reporting facility, reporting "extension tube split at orange hub." The returned device was confirmed to exhibit extension tubing split. Based on the evidence displayed, the conclusion for that complaint (reported in medwatch report #: 1820334-2021-01128) was device design, design change validation inadequate. A CAPA has been opened to address this nonconformance. Since there is objective evidence the DHR was fully executed, cook has concluded the device was manufactured to specification. There is no evidence that non-conforming product exists in house or in the field. Cook also reviewed product labeling. Instructions for use (IFU) document t_upicabrmtt_rev1 [cook spectrum turbo-ject peripherally inserted central venous catheters with micropuncture peel-away introducers] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: intended use the cook spectrum turbo-ject peripherally inserted central venous catheter (PICC) sets are indicated for short- or long-term use for venous pressure monitoring, blood sampling, administration of drugs and fluids, and for use with power injectors for delivery of contrast in CT studies¿ the maximum pressure limit setting for power injectors used with the spectrum turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table. Warnings: the safe and effective use of spectrum turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use catheters with a power injector, the technician/health care professional must verify: prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the available information, no product returned, and the results of the investigation, it was determined the cause of this event is related to an inadequate design change validation. This product failure was previously investigated under a CAPA. The CAPA investigation found that the root cause is related to inadequate flexural strength in a previous hub design change. Investigation further found that the devices were manufactured to specification and there was no evidence of lot-related issues. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received 13oct2021, it was reported that the patient was at home when they discovered the device was leaking. The patient then went to the hospital where the device was replaced with a new PICC. No other adverse effects were reported for this incident.

Manufacturer narrative:
Initial reporter occupation: operations specialist. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the extension tubing of a turbo-ject® single lumen minocycline/rifampin power-injectable PICC separated from the catheter. It is unknown if either complete or partial separation occurred. Additional information regarding the patient, device, and event has been requested but is currently unavailable.